Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that implant at tooth site # 20 did not thread correctly and was removed. Procedure was completed using another implant. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.

Manufacturer narrative:
One tapered screw-vent implant (tsvtwb11), mount and screw were returned for investigation (images 1 ¿ 4). Visual evaluation of the as returned products identified signs of wear around the implant¿s drive feature due to usage. Functional testing was performed. The mount engaged and the screw threaded in the implant normally. No pre-existing conditions were noted on the per. The implant was being placed on tooth # 20 (unknown notation system) when the incident occurred. Picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1226309) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the lot (1226309) for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed following functional testing.

Event description:
No further event information available at the time of this report.